Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 425 mg/dl. Customer reported that the insulin pump had insulin flow block alarm. Customer stated that they do not wanted to troubleshoot for recurring alarms. The customer was advised that the insulin pump needed to be replaced and to retrieve and save insulin pump settings and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. (B)(4).